Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a chemoclave vented bag spike generated a leak during patient use. The reporter stated, "chemo drug leaked from the clave". The device was used for an unknown chemodrug. The device was not biohazard. There was no bleed back. The device was not reprocessed or re-sterilized. There was no physical damage noted on the device. There was no unprotected chemo exposure in this event. The chemo spill was cleaned up per facility protocol with a spill kit. The set was replaced and therapy resumed. There was no patient harm reported.